Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose at night (640 mg/dl). Customer administered manual injection to treat elevated blood glucose. Customer's healthcare provider prescribed changing the pump correction factor to address the issue.